Event description:
Complainant alleged that during biomed testing the device user was unable to charge, discharge or select an energy level using control switches on device external paddles. Complainant indicated that there was no pt involvement in the reported malfunction.